Event description:
It was reported that approximately two weeks after implant, the patient developed an infection at the incision site and the implantable cardiac monitor was backing out of the pocket. The device was explanted and patient given antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).